Manufacturer narrative:
The device is included in the premature battery depletion with implantable cardioverter defibrillator advisory notice issued by st. Jude medical on 11 october 2016.

Event description:
During a follow-up, premature battery depletion was suspected. Technical services confirmed the device was in premature eri through a longevity calculation. The device was explanted and replaced and the patient was stable.

Manufacturer narrative:
The reported event of premature battery depletion was not confirmed by analysis. Upon receipt, the device was above, but nearing elective replacement indicator (eri), and communicated normally with the programmer. The battery and current trends showed no anomalies. A longevity calculation was performed, and the device was within expected longevity performance.